Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The device was disinfected, opened, cleaned, checked and tested. No deviation could be reproduced. The front panel was replaced as per equipment maintenance intervention prevention. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through a follow up communication it was learnt that the customer is using the unit respecting the instruction for use and that the hospital gas supply is not involved in the issue, since the unit shows the same malfunction even if connected to different gas supply. Thus, an user error can be ruled out as root cause of the event. Based on the test performed on site and on the results of the investigation carried out for similar cases, the reported event could have been caused by poor contacts between internal components due to oxidation / dirt accumulation. The internal connectors have been reseated, cleaned and the unit was shipped back to the customer in its expected function.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system malfunction during procedure. Reportedly, the gas blender can randomly stop working and display a flow error. It can happen with every range of flows. The customer no longer uses this device and replaced it with another one.there was no report of patient injury.